Event description:
Complainant alleged that while treating a pt who had coded (age & gender unknown) the device shocked 120 joules to the pt successfully. However, on the second attempt to deliver energy to the pt, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.